Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the patient had a previous revision on the right knee by surgeon on (B)(6) 2008 who revised patient for unknown reason with a scorpio ts. Patient was revised on (B)(6) 2013 due to pain and it was noted that the tibial stem migrated laterally. Patient was revised with a scorpio tibial tray, tibial augment, insert and tibial stem. Sales rep will provide x-rays.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation not performed as no devices were returned. Root cause of failure is procedure-related with regard to cementation technique with an additional but secondary contribution by the patient related factor of morbid obesity. No evidence for device related factors. The exact cause of the event could not be determined because no devices and insufficient clinical information was provided. The medical review indicated that there was no evidence of device related factors. No further investigation for this event is possible at this time as no devices and insufficient information was received. The reported event regarding tibial stem migration involving a titanium stem extender was not confirmed.

Event description:
It was reported that the patient had a previous revision on the right knee by surgeon on (B)(6) 2008 who revised patient for unknown reason with a scorpio ts. Patient was revised on 3/19/2013 due to pain and it was noted that the tibial stem migrated laterally. Patient was revised with a scorpio tibial tray, tibial augment, insert and tibial stem. Sales rep will provide x-rays.